Event description:
A trilogy100 ventilator was returned to manufacturer for foam replacement per field action: c&r 2021-05/06 and periodic maintenance. During the evaluation of the device at the manufacturer's service center, error codes were found in the ventilator downloaded error log. In addition, a repair test failed due to the active exhalation valve. The device's active expansion control module was replaced to address the issue. It was confirmed that there was no peeling or deterioration of foam. The pollen filter was replaced. The following parts were replaced to prevent failure: exhaust fan assembly, 43 micron filter, power cord, motor blower assembly and stirring fan foam.